Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that his doctor noticed the insulin pump kept resetting the time to january 2005. Customer did know if the doctor had changed the time when she noticed, but customer stated he personally did not know how to do so. The time and date were correct in the insulin pump at time of this report. Customer was advised to discontinue use and revert to back-up plan. His blood glucose was not known. Nothing further reported.